Event description:
I had 3 infusion sets for my insulin pump that leaked from the same box. When I called tandem to report the event to have the box replaced, their policy is to only replace the 3 with issues. I explained my concern that if all 3 sets leaked from the same box that the others in the box are likely faulty also. However, they informed me their policy is to only replace those with known issues even though using the others could result in dangerous outcomes. Tandem did replace the sets but my concern is related to their policy of waiting for the error to occur instead of being open to preventing it when clearly there is an issue. Pt code: 4582. Device code: 1354. Ref reports: mw5181940, mw5181941.